Event description:
Account is getting discrepant calcium results for pt samples. They gave the following 12 examples (initial/repeat mg/dl): 5.3/8.5, 5.7/9.7, 6.4/8.0, 4.7/3.7/9.1, 4.7/8.8, 7.9/8.6, 5.7/8.4, 6.0/9.6, 7.8/9.7, 7.1/9.9, 7.8/8.7, 8.2/9.0. The account did not know if any pts were adversely affected. The account stated the issue occurred over two shifts. The field service rep found the sample probe was clogged and repaired the instrument by replacing the probe.